Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-638a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised, and exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 94,778 joules and 13:13 minutes of use, fiber overheating was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing second fiber. There was no injury to the patient reported.